Event description:
The initial reporter alleged discrepant reactive results for a pregnant woman tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk. The patient sample was tested multiple times using the elecsys hiv combi pt assay. On (B)(6) 2021, the result was 6.14 coi (reactive). On (B)(6) 2021, the result was 7.68 coi (reactive). On (B)(6) 2021, the result was 7.92 coi (reactive). Competitor hiv assays performed on the same sample generated non-reactive results. The customer did not perform hiv confirmation testing, such as western blot or polymerase chain reaction (pcr).

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The calibration signals for the kit lot used were lower than expected when compared to roche internal data, but all quality control results were within specification. No pre-analytical or instrument-related issues were identified. Further testing confirmed the reactive results in the elecsys hiv combi pt assay; however, these results were determined to be false reactive. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.